Event description:
It was reported that the device was oversensing and had fluctuating impedance, which was attributed to two capped right-ventricular leads interfering with a third, active right-ventricular lead recently implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was oversensing and had fluctuating impedance, which was attributed to two capped right-ventricular leads interfering with a third, active right-ventricular 6935 lead during implant. The 6935 lead was not implanted and was returned to the manufacturer. The lead was analyzed and it tested out of specification. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) : no anomalies were found. Grommet damage was noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): no anomalies were found. Grommet damage was noted. 6935 lead with no serial number: the distal portion of the lead was returned, analyzed and inner insulation was breached - metal ion oxide. It was noted that several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic mital ion oxidation, the outer insulation had cosmetic environmental stress cracking and there was a white substance on the outer insulation. The device is part of the advisory for this model.